Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device am5305 number, and no non-conformance's were identified. Investigation summary: photo analysis. It was reported packaging integrity. A picture was returned for analysis. Upon visual inspection of the picture, an overwrap packet with apparent delamination of product code 13500t, lot# am5305 could be observed. However, no conclusion could be reach as the sample was not returned for analysis. Additional information was requested and the following was obtained: was the outer case that the package arrived in damaged? No.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. When attempting to open the package, it delaminates, tears and is contaminated. There were no adverse patient consequences reported.